Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the sampling manifold line of the oxygenator leaked fluid. No patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).